Manufacturer narrative:
The customer did not provide patient demographics such as date of birth, weight, ethnicity or race. The access thyroglobulin reagent was not returned for evaluation. All assay and system verifications met specifications at the time of this incident. No hardware errors, flags or other assay issues were reported in conjunction with this event. One patient sample was sent to the beckman coulter complaint handling unit (chu) for investigation. Patient sample was first tested neat after centrifugation for the access thyroglobulin assay. The chu obtained a high access thyroglobulin result. Customer's results were therefore confirmed. An interference testing, using different blockers, was then carried out. The blockers used in the interference testing are animal derived antibodies. Scavenger alp, a blocker related to alkaline phosphatase, was also tested. Interference antibodies interaction are listed in the limitations section of the access thyroglobulin instructions for use. This interference testing demonstrated the presence of interfering substances since animal derived antibodies used in the test significantly lowered the signal. The cause of this event is a patient source interferent.

Event description:
On (B)(6) 2018 the customer reported that reproducible elevated thyroglobulin (access thyroglobulin) results had been generated on the customer's unicel dxi 800 access immunoassay system (serial number (B)(4)) for one patient. The elevated access thyroglobulin results were released from the laboratory. The patient's samples were analyzed utilizing other methodologies and recovered with negative results. Actual results were not provided. There was a report of change to patient care or treatment which occurred in connection with this event. The patient underwent MRI (magnetic resonance imaging). There was no report of further injury or change to patient management reported in this event. Calibration, quality control and system check were all performing within specifications at the time of the incident. Information regarding patient sample collection and processing was not provided.